Manufacturer narrative:
The customer¿s report that an infusion completed sooner than expected was reproduced during functional testing. The customer alleged that at 4:36 am, the rn programmed the device to infuse heparin 25,0000units/d5w 250ml at a rate of 17ml/hour (12units/hr.). This was confirmed in the pcu event log. On (B)(6) 2019 at 4:24 am, the suspect device was added to the pcu. At 4:36 am, the suspect device received a remote IV command for a continuous infusion of drug ID 576 at a rate of 17.418 ml/hr. (25000 unit/250 ml; vtbi= 250 ml). At 5:31 am, the suspect device alarmed for air in line and was channeled off approximately a minute and a half later. Review of the pcu error log showed no errors related to this complaint. Testing was performed using the customer¿s returned source pump module, pcu, and administration tubing set. Inspection of the source pump revealed a broken upper platen hinge. No abnormalities were found in the tubing set. Broken platen test method was performed and results indicated that the system was operating outside of specification. The cause of the customer's complaint was identified as a broken platen at the upper hinge.

Event description:
It was reported that at 0436, the rn programmed the device to infuse heparin 25,0000units/d5w 250ml at a rate of 17ml/hour (12units/hr). Approximately one hour later, the rn responded to the alarming device to find that the heparin bag was empty. The customer performed their own internal investigation to find that the pump module had a broken platen hinge. The customer further stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that at 0436, the rn programmed the device to infuse heparin 25,0000units/d5w 250ml at a rate of 17ml/hour (12units/hr). Approximately one hour later, the rn responded to the alarming device to find that the heparin bag was empty. The customer performed their own internal investigation to find that the pump module had a broken platen hinge. The customer further stated that there were no adverse effects caused to the patient from the event.